Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens tore during insertion into the pt's eye. Lens was removed with no pt injury. The reporter stated this incident was due to loading error.

Manufacturer narrative:
(B)(4): (other): lens was discarded. (B)(4).